Event description:
It was reported that when ventilator switched to an internal battery, it did not operate and had no audible alarm. The event occurred in the hospital and the ventilator was not connected to a patient. No patient harm reported.